Event description:
Caller states the patient tested > 8.0 inr, 0.8 inr and 8.0 inr on the coaguchek s system during duplicate testing. Coumadin was held for the weekend due to results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.